Event description:
It was reported that during the dialysis treatment, the venous tesio catheter pulled out from the pt's body. The cuff was left in the tunnel. There was significant bleeding, but no adverse pt affects. The intact cuff was removed from the subcutaneous tissue without difficulty. The pt was being treated for an ongoing infection of the venous cuff area.